Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. A technical support specialist remoted into the cabinet, and the network adapter has already been populated, and the network configuration are correct. Checked event viewer and confirmed the medbank application closed and opened, and drawers came back online. The system functioned as intended after the technical support specialist troubleshot the device. E1 - initial reporter facility name: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower drawers was not open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.